Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced with a transvenous system. There were no additional adverse patient effects. It was reported that the patient had an inappropriate shock due to oversensing via reduced intrinsic complexes. The intrinsic morphology of the patient changed back in april, and the patient has developed a right bundle branch block. The sensing vector at the time of the shock was set to the primary sensing vector. Office testing found low intrinsic amplitudes in all of the sensing vectors. The patient has a barrel chest, and the clinic is considering electrode repositioning. Technical services advised some options. The doctor elected to program the therapy off and gave the patient a life-vest. There were no additional adverse patient effects. The system remains implanted.

Event description:
It was reported that the patient had an inappropriate shock due to oversensing via reduced intrinsic complexes. The intrinsic morphology of the patient changed back in april, and the patient has developed a right bundle branch block. The sensing vector at the time of the shock was set to the primary sensing vector. Office testing found low intrinsic amplitudes in all of the sensing vectors. The patient has a barrel chest, and the clinic is considering electrode repositioning. Technical services advised some options. The doctor elected to program the therapy off and gave the patient a life-vest. There were no additional adverse patient effects. The system remains implanted.